Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that there was a crack in the pump case near the battery compartment. It was noted that the battery cap was a year old and was not able to secure to the pump anymore. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Evaluation revealed that there was a crack at the top of the battery compartment. No battery cap was returned with the pump. A test battery cap was used to complete the investigation.